Manufacturer narrative:
The patient was born in 1975. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized for the event. The cause was reported as related to poor source of water and poor environment. On an unreported date, the patient was treated with an unspecified antibiotic which was discontinued sixteen days after event onset. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not recovered from the event. Additional information is not available.